Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://journals.ju.edu.jo/jmj/article/viewfile/6831/3933. (B)(4). No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to patient infection.

Event description:
It is reported that four patients had 2-stage revisions due to infection.